Event description:
It was reported to boston scientific that a captivator cold single-use snare was used in a colonoscopy on (B)(6) 2025. During the procedure, the snare would not cut the tissue after multiple attempts. The procedure was completed using another captivator cold single-use snare. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare unable to cut tissue.